Manufacturer narrative:
Follow-up # 1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump powered on with vibratory and audible sounds. The pump¿s history was reviewed and showed no evidence of any cancelled or partially delivered boluses on (B)(6) 2013. During testing, the pump successfully performed a 10 unit audio and 10 unit normal bolus. Both were accurately recorded in the pump history and were correctly reflected on the insulin on board status screen. No hypersensitive keys were observed on keypad. The pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within specifications. The complaint of the pump not delivering programmed boluses accurately could not be duplicated during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient experienced blood glucose (bg) of 509mg/dl with no ketones and no symptoms. The reporter stated a bolus had been given prior to lunch, but when the patient's bg elevated, they checked the bolus history and there was no bolus recorded in the history for the bolus that was given prior to lunch. The reporter denied any keypad button issues. The reporter stated they give all boluses via the pump. At the time of the call to animas, the patient was reportedly on the pump and her bg was reportedly 223mg/dl with no symptoms. This complaint is being reported because the patient allegedly experienced hyperglycemia after a programmed bolus reportedly did not deliver as expected.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.